Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with oral, topical and IV antibiotics (specific date and duration not reported). However, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient as of the date of this report.